Manufacturer narrative:
Eval is in progress, but not yet concluded. The product surveillance technician stated there will be no parts returned for eval.

Event description:
The product surveillance technician reported that during routine testing of the device at the service center, the central control monitor (ccm) booted up with a white screen. There was no pt involvement.